Manufacturer narrative:
The medical team reported that they believed the reported event to be possibly related to patient condition. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Aortic insufficiency often develops among patients on lvad support and has been demonstrated to increase in severity over time. Clinical factors that may have contributed to the reported event are multifactorial and may be attributed to the continuous-flow pump, medical treatment, progression of disease, and related comorbidities. Though the root cause of the reported event cannot be conclusively determined there are patient and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual contains aortic insufficiency as a potential event that may be associated with use of the product. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Aortic insufficiency is primarily mitigated by patient selection and surgical management, however aortic insufficiency can develop over time after a vad is implanted. Device remains implanted.

Event description:
It was reported that this patient was admitted to the hospital with complaints of volume overload, increasing shortness of breath over the past 4 days, and a non-productive cough. Cardiology notes from his previous admission indicated a persistent problem w/ moderate aortic insufficiency. The patient was not a surgical candidate for aortic valve closure; however, on (B)(6) 2016 interventional cardiology was consulted to see if the patient may be a candidate for a valvular closure device. The patient was taken to the operating room for amplatzer placement on (B)(6) 2016. The patient recovered from the procedure; however, his post-operative period was complicated by an unrelated adverse event. He was discharged home on (B)(6) 2016. No further information was provided.